Event description:
It was reported balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported.